Manufacturer narrative:
Evaluation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on (B)(6) 2015 and confirmed to be serial number (B)(4). A visual inspection was performed on the exterior of product and no damage was found. Unit was powered on using the appropriate test equipment and it failed functional tests with motor stall error. After troubleshooting, the cause of error was found to be a defective motor/gearbox.the cable was removed from the motor housing and corrosion was found at the base of the motor. Further disassembly of the motor was not possible as the motor is stuck inside the housing as a result of internal corrosion. It appears that this unit has leaked over time from exposure to cleaning and sterilization. Shipping records show that this serial number was originally shipped to the reporting customer on (B)(6) 2015. Mdu was manufactured in november 2011. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an extensive debridement of the glenohumeral joint, including the anterior labrum, the superior labrum, the rotator interval, and the biceps tendon, it was reported that the shaver became very hot. Hot enough that the physician couldn't handle it. A black substance came out of the shaver tip and into the patient's shoulder. The doctor copiously irrigated the patient's shoulder after the incident.